Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display. Unable to download history files and traces using thump due to a blank display. Unable to upload pump to carelink due to a blank display. The pump was cut open to perform visual inspection and found moisture damage/corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Moisture damage/corrosion was also found on the battery tube assembly noted. The original pcba 2 was dried, cleaned using isopropyl alcohol and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. The original pcba 1 was dried, cleaned using isopropyl alcohol and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. Blank display was confirmed due to moisture damage/corrosion on the pcba 1/pcba 2. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to verify customer alleged for high bgs/dka. Unable to perform the required testing, upload pump to carelink, download history files and traces using thump due to a blank display. Blank display was confirmed due to moisture damage/corrosion on the pcba 1/pcba 2. During visual inspection, moisture damage/corrosion was also found on the force sensor, motor, vibrator¿assembly and battery tube assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported diabetic ketoacidosis, hyperglycemia treated with ems/ambulance/ER visit, IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay, a blood glucose value of 800 mg/dl, and the pump was exposed to water. Troubleshooting was performed and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event and the customer was not used the auto mode feature. No further patient complications were reported. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.